Event description:
Customer reported that some time prior to calling customer service on (B)(6) 2011, he received an unspecified "high" reading from his adc blood glucose meter, self-administered an unspecified "proper amount" of insulin in response to the reading and then went to sleep. At approximately 4:00 am the next day, customer was found by his son to be unconscious in bed. Paramedics were called and transported customer to a local healthcare facility. A reading of 38 mg/dl was received at the hospital and customer was diagnosed with hypoglycemia. Customer indicated he was injected with "glucose stuff" and had a CT scan performed to "make sure there was no brain damage". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the date when the event occurred is unknown.

Manufacturer narrative:
This is a final report. The device (serial no: (B)(4)) has been returned and an investigation using returned test strips (lot no: 45001g449) and retained control solution (lot no: mgk00210) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally, it should be noted: the serial number of the meter initially reported in section d, was reported in error. The correct serial number is: (B)(4).